Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called because she was in a car accident due to low blood glucose. Customer stated that the blood glucose reading was 29 mg/dl when paramedics arrived. Customer stated that she had a cat scan prior to the accident and had an x-ray while in the hospital. Troubleshooting was performed, and the insulin pump failed the displacement test. Customer stated that was also in a car accident two rears ago due to low blood glucose. The blood glucose reading was 13 mg/dl when the paramedics arrived. Nothing further was reported.